Event description:
It was reported that the ventilator alarmed for y-sensor issues. The y-sensor was replaced but the problems continued. As the patient's condition became unstable, the decision was taken to replace the ventilator. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The y-sensor triggered an alarm during ventilation. Our field service engineer conducted an onsite investigation. The y-sensor was found to be defective, repeatedly connecting and disconnecting, and was therefore replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The y-sensor were sent for further investigation. An ocular inspection of the returned parts revealed no abnormalities. A simulated test was performed as a 96-hour ventilation period using a test lung. The y sensor flow measuring is based on hot wire anemometer technology. The pressure is measured via a pressure line connected to patient y piece. This allows the pressure and flow to be measured as close as possible to the patient's airway. In conclusion, the device failed to meet its specifications during the reported event. As the reported issue could not be reproduced at the manufacturer¿s site, it was not possible to confirm any part failure and thus the root cause could not be definitively established.